Event description:
The doctor attempted to suture with the endostitch, however, the jaws would not open/close smoothly. The doctor stated the jaws of the device were getting stuck. The device was taken out of service and sent to the resource nurse office.